Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/21/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4. H3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample revealed that one sealed packet that pertain to product code j905t was returned for analysis. The visual assessment of the product noted that the primary packet was puffy (inflated) due to trapped gas in them. Based on the information currently available, the puffy packet was identified during the investigation of the sample received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the sterility of the device compromised? Please describe the sterile packaging: were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging? Event related to mw # 2210968-2022-09681. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The package was swollen, and there may have been some air in the package. No adverse patient consequences were reported. Additional information was requested.